Manufacturer narrative:
The device analysis report is attached. This report is submitted on september 3, 2021.

Manufacturer narrative:
This report is submitted on jun 3, 2021.

Event description:
Per the clinic, the patient experienced, the patient had poor hearing response so the device was explanted 2 days post implant. The patient was reimplanted with a new device during the same surgery.